Event description:
Additional information received noted that the health issue was uneasiness and the device issue was setting change. The patient visited the hospital because of uneasiness with parkinson disease. The system check was conducted and the result revealed that the stimulation rate, which was 100hz on the previous check, had been changed to 30hz. On 2012-(B)(6) the physician changed the stimulation rate from 30hz to 100hz. The physician didn't consider replacement because the issue had not occurred since then. The physician commented that it is predicted ,the patient has not been enveloped in strong electromagnetic fields. In this issue, they saw no relationship because ins had not been turned off and it was not during electrode impedance measurement. The use of the ins was continued and the patient outcome was recovered.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing health problems, not further defined, and visited the hospital. When the doctor checked, only the rate of ins was changed from 100hz to 30hz. Status was noted as devices are still in service. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).